Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user went to the clinic on (B)(6) 2023, for her annual check-up. The medical examination revealed a skin defect on the left side with subtle secretion. The implant could be seen through the defect. Therefore, the user was explanted on (B)(6) 2023. After the skin has healed a new implant was implanted on (B)(6) 2023.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to extrusion of the device through the skin. A review of the device's sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contribution to its subsequent development. In addition the magnet strength was decreased from #3 to #1. The explanted device has not been received for investigation.

Event description:
The user went to the clinic on (B)(6) 2023, for her annual check-up. The medical examination revealed a skin defect on the left side with subtle secretion. The implant could be seen through the defect. Therefore, the user was explanted on (B)(6) 2023. After the skin has healed a new implant was implanted on (B)(6) 2023.